Event description:
On (B)(6) 2025, patient reported dexcom g7 pairing failure and persistent highs, fingerstick blood glucose (bg) was 507 /517 mg/dl. The patient completed a full supply change but lacked ketone strips. Agent advised contacting doctor for a ketone action plan and obtaining strips and reminded to detach pump if self-injecting insulin. Later, patient called back for supply change assistance with a teflon set. He plans to contact dexcom regarding sensor issues, as he is on his last sensor. Agent explained the pump will enter bg run mode and require manual bg entries every 4 hours. Patient understood. The patient was not out of bg range for 90+ minutes and experienced no symptoms during the event. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.